Event description:
The customer stated that his blood glucose readings had been lower than usual. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did no allege any adverse events as a result of the mmol/l readings. The customer was unable to reset the meter to mg/dl, so the meter was returned, and a replacement meter was sent.